Manufacturer narrative:
Additional information was received on 02 nov 2023 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. After the third attempt to have the device and components for evaluation, the customer responded that the device will be available for evaluation, but it is not yet returned to the manufacturer for evaluation. The manufacturer is submitting an updated report at this time. After device return and completion of evaluation, a follow-up report will be filed. Section h6 updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Manufacturer narrative:
In previous report, the manufacturer reported incorrect information in additional narrative. The following correction has been updated in this report. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There is no allegation of serious or permanent harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box e: reporter email has been updated.